Event description:
It was reported that the adm had been in for about 8 months. The ceramic head dislocated from the adm insert.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.